Manufacturer narrative:
(B)(4). As the device was discarded and the lot number unknown, a sample analysis could not be completed, and the reported problem could not be verified. However, the reported loose connector on the empty supply bag was enough information to identify the cause of the reported problem to be due to a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell four of five on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) reported that the connection to an empty supply bag was loose. The technical service representative (tsr) assisted the patient in clearing the alarm. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.